Event description:
It was reported that on (B)(6)2024, a 27mm navitor valve was chosen for implant with a large flexnav delivery system. During deployment, it was noticed the valve capsule had become flare-shaped due to multiple recaptures. A total of three recaptures were reported and there was no retraction or deployment difficulty noted. A decision was made to remove the valve and delivery system and replaced with a new 27mm navitor valve with a second large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure due to this event. The patient status was reported as stable.

Manufacturer narrative:
An event of material split, cut or torn was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that it was noticed the valve capsule had become flare-shaped due to multiple recaptures during procedure. There was no retraction or deployment difficulty noted. A decision was made to remove the valve and delivery system and replaced with a new navitor valve with a second large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. Based on the information received, the cause of the reported incident appears to be due to procedural condition (multiple recaptures the device). There is no indication of a product quality issue with regards to manufacture, design, or labeling.